Event description:
It was reported that "when dr was tightening the screw into the bone, the tip of the shaft broke off into the screw."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.